Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Manufacturer narrative:
Supplemental report

Event description:
The customer reported the ventilator would not power on. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported the device powered on properly during evaluation. Review of the device diagnostic history noted a 24/+-12v power fail occurrence. If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The fse replaced the power supply and power cord as a precaution to address the reported problem. Applicable final testing was completed per operating specifications.